Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that multiple occlusion alarms occurred. The customer's blood glucose (bg) level was 373 mg/dl. The distributor received the pump and was unable to duplicate the issue. The customer was able to continue using the pump for insulin therapy.